Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
It was reported the original surgery was on (B)(6) 2013. The right forearm radial shaft fracture used a locking compression plate (lcp) 1/3 tubular plate and began to bend and reduction was being lost. On (B)(6) 2013, the surgeon removed the 1/3 tubular plate and revised to a 7 hole, lcp 3.5 plate. The revision was quick and reduction was reacquired. There was an additional 14-30 minutes added on to the procedure. This is report 1 of 1 for complaint (B)(4).